Event description:
The flexcath steerable sheath had a mechanical resistance against insertion of the dilator at the hemostatic valve and showed a small leak while testing with saline. There was no patient injury.

Manufacturer narrative:
The returned flexcath steerable sheath was visually inspected and functionally tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues. The insertion of the returned dilator through the flexcath sheath did not show any leak or aspiration of air through the valve of the catheter. The leak issue could not be reproduced; the hemostatic valve was leak tight. Although the reported issue could not be reproduced with flexcath steerable sheath 3fc12 serial # (B)(4), this is a known issue for the flexcath steerable sheath. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.